Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low and high blood glucose of 62 to 560mg/dl. Customer treated with glucose tablets as their blood glucose was low at 62 mg/dl but then quickly went to 560 mg/dl. Customer declined troubleshooting as they knew what caused the high. The customer was advised to follow up with their doctor regarding the high blood glucose.